Manufacturer narrative:
Leading article: article: 011050-10. Lot: unknown. Location of device: unknown. Product returned on: n/a. Involved articles: article: 26053cb. Lot: xm07. Location of device: manufacturer. Product returned on: 2024-12-27. Article: 26053sc. Lot: wm03. Location of device: manufacturer. Product returned on: 2024-12-27. Article: 26120aa. Lot: 1201va. Location of device: manufacturer. Product returned on: 2024-12-27. Date of investigation: 2025-01-23. Result of investigation: 011050-10 - bipolar electrode based on the customers description, the failure is related to the bipolar electrode 011050-10. However, as all products except the electrode were returned, it is not possible to definitively determine the cause. In similar cases with the same product, excessive force caused the electrode wire to break, resulting in a short circuit. IFU 100qjx_en_v2.0_01-2024 already contains a safety and warning under "3.2 correct handling and product testing" not to overload the device on page 5. 26053cb - inner sheath f. Resect. Sheath, 15 fr. The shaft shows scratches and signs of wear. The metal stem shows distal discoloration due to temperature and the distal ceramic sleeve is broken because of temperature. 26053sc - sheath for resectoscope sheath 26053 sc, 15 fr. The shaft shows signs of wear and corrosion. 26120aa - hopkins telescope 0°, 2.9 mm, 30 cm. The optic used shows clearly recognizable thermal damage at the distal end. Due to the electrical flashover caused by the electrode and the resulting heat, material melting is visible in the edge area. Residues and penetrated moisture can be seen in the rod lens system due to the thermal damage. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysteroscopy procedure the loop burst. The patient was not affected. No harm to patient, user or third parties reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).